Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. The complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. It was reported that the user was hammering on the ratchet handle during the insertion, which would have caused the damage to the anchor. Other than this possibility, we cannot discern a root cause for this failure. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction surgical procedure, it was observed that the ratchet of the screw driver broke while in use with the milagro advance screw 8x23mm and milagro advance screw 9x23mm devices that also broke. According to the reporter, the surgeon was hitting the ratchet part of the device with a hammer in order to pull the handle and the driver since they are tightly fit in the screw and could not take out from the screw. It was further reported that the surgeon did not want to use a tap even though he uses btb graft. He admit that the handle was broken because he added the excessive force to the device with incorrect way. It was reported that the surgeon was a heavy user of milagro and that was how he did with the driver. It was reported that the surgeon noted that the screws were broken due to the breakage of the driver. There was no broken piece left in the patient¿s body. It was reported that the screws were discarded at the hospital and will not be returned for evaluation. The surgery was completed with a ten-minute delay. There was no harm to the patient. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.